Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled: "digital single-operator cholangioscopy for biliary stricture after cadaveric liver transplantation." Literature summary: the aim of this study was to evaluate digital single-operator peroral cholangioscopy (dsoc) in addition to endoscopic retrograde cholangiopancreatography (ercp) for management of biliary strictures after lt. Twenty-one biliary strictures were found in a total of 19 patients. A benefit of cholangioscopy was seen in 15 patients. Patients with biliary stricture after lt displayed four types: (a) mild inflammatory change (n = 9); (b) acute inflammatory change edema, ulceration, and sloughing (n = 3); (c) chronic inflammatory change; and (d) acute suppurative change. Complications were seen in three patients with post-interventional cholangitis and another three with hyperamylasemia. The study concluded that dsoc can provide important diagnostic information, helping plan and perform interventional procedures in lt-related biliary strictures. Type of adverse events/number of patients: post ercp-cholangitis- 3 patients. Hyperamylasemia- 3 patients.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 11 years since the subject device was manufactured. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes information added to g2. Olympus will continue to monitor field performance for this device